Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and receiver and an adverse event. The patient reported that she suffered a hypoglycemic event while sleeping. Patient's blood glucose (bg) was at 46mg/dl. Patient's team did not receive any data for 30 minutes and attempted to contact her. The patient's private home care nurse and emergency medical services (ems) were dispatched. Patient stated that she spent 8 hours stabilizing her blood glucose. At the time of contact, the patient was stable. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of loss of connection was not confirmed. A root cause could not be determined.